Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with two smartablate¿ irrigation tubing sets and a foreign material was discovered in the tubing sets. There were bubble errors on the pump while the smartablate tubing was in use. A white film inside the tubing set was also noticed. The tubing set was exchanged with a different lot number and the same film inside was seen. The tubing sets were not connected to the patient. The tubing set was exchanged again with a different lot number and the issue resolved. The procedure was completed with no patient consequence. The bubble error is not MDR reportable because the potential risk that it could cause or contribute to a death or serious deterioration in the patient¿s state of health is remote. On the other hand, the foreign material discovered in the tubing set is MDR reportable because if material is found inside the tubing set, then it can cause embolism or stroke.

Manufacturer narrative:
Additional information was received on may 25, 2017. The tubing set was not disposed of and is supposed to be returned to biosense webster inc. For analysis. The product was not yet returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. (B)(4).